Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device had a malfunction. A good faith effort has been made to acquire the details of the issue. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
Other text : an evaluation of the device was not required as there was no malfunction reported. The device remains at the customer site.

Event description:
There was no allegation of a malfunction reported by the customer. The customer stated this case was opened to generate a purchase order. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation.